Event description:
It was reported that the tip of driver broke off during screw tightening, inside the patient. All pieces were recovered. There was no delay in the case. An s&n backup was used to finish the procedure.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken, damaged and has signs of wear and tear from use. The device was manufactured in 2018. As per clinical medical investigation , per complaint details it is unable to rule out a procedural variance as a contributing factor to the reported event that does not represent a device malfunction. Based on the information provided, all of the broken pieces were recovered from inside of the patient. Additionally, the procedure change to a smith and nephew backup, did not result in a delay not result in patient injury/impact; therefore, no further medical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints . At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional medical information be received, the complaint will be reopened and reassessed. No further actions are being taken at this time.